Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer reports that a balloon "ruptured" early this morning and blood was discovered back up into the balloon pump. There was no patient harm reported.

Manufacturer narrative:
Corrected information: section b1, b5, h1, h6. Additional information: section b2, b4, b-file attachment, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer reports that a balloon "ruptured" early this morning and blood was discovered back up into the balloon pump. Patient injury noted in medwatch report #(B)(4): during the intra-aortic balloon pump removal, there is injury to the right axillary artery because of inability of the balloon to be fully deflated.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer reported that the cardiosave is in the biomedical department and they have been in contact with getinge. The customer said that parts have been ordered for repair. The customer does not know if the hospital engineers will repair, or if a service order has been made for getinge to repair. The customer reported that he device had blood that got into the system. There were no errors that were recorded. The pneumatics module was replaced and the device was tested and passed all performance checks. Additional information about who performed the repair was requested but the fse could not obtain the information. If information is received, we will reopen and update the complaint.